Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications. In addition, no issues were found in the device history record (DHR) for the device. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Based upon the information provided, it appears that the thermal damage to the patient occurred by unintentional indirect or direct contact with the active conmed instrument. However, no conclusive determination could be made as to the cause of the incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a cesarean section. The esu was used with a gold vac handpiece [manufacturer: conmed, part number (p/n): 60-7510-005, lot number: (l/n) 2018 04244] and a return electrode (manufacturer: conmed, p/n: 410-2200, l/n: information not provided). The generator's cut and coagulation power settings were 30. It was specifically stated that 'patient was burned with the pencil, "yellow conmed pencil"'. The burn/necrosis was on the right leg above the knee cap. It was a second to third degree burn. The following actions were/are being taken: " increase in hospital length of stay. Plastics consult while in hospital. Wound care specialist consultation. Discharge home with home care support. Increased follow up appointments in surgical clinic."